Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify if the patient's hospital stay was extended beyond what it typically done for this procedure as you have stated "the patient is stable and in the hospital now."?

Event description:
It was reported: adjusting knob issue. It was reported that during the pancreatoduodenum, during firing, noted the adjusting knob rotating automatically, which result staples malformed and tissue bleeding. Suture was used to oversew and stop bleeding. The patient is stable and in the hospital now.

Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: can you please clarify if the patient's hospital stay was extended beyond what it typically done for this procedure as you have stated "the patient is stable and in the hospital now."? Specific date is unknown, now the patient is stable and left from hospital.